Event description:
Edwards received information that mitral pericardial valve was explanted after four (4) years, six (6) months due to stenosis and regurgitation. This was replaced with a mechanical valve. There were no adverse patient effects reported as a result of the valve replacement. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative -the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp area of all three (3) leaflets. The x-ray confirmed calcification and minimal calcification was noted on the free margin of a leaflet. Moderate host tissue overgrowth was noted on the tissue and had encroached into the orifice and onto the tissue on the outflow aspect. Host tissue was minimal at the stent inflow and outflow. One (1) leaflet was wavy and created a gap between the other two (2) leaflets. Hematoma was visible on the outflow aspect of one (1) leaflet, and on the inflow aspect of another leaflet. Incidental findings: wireform distortion at one (1) commissure. Method: x-ray. Additional manufacturer narrative: the clinical report of stenosis and the probable cause for regurgitation could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.